Event description:
It was reported that during a da vinci si surgical procedure, when the site installed different instruments onto a patient side manipulator (psm) arm, the instruments were not recognized. Prior to contacting intuitive surgical, inc. For technical support assistance, the surgeon made the decision to complete the planned surgical procedure using semi open techniques. Review of the site's system logs showed that system error code 31009 occurred during the surgical procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering (fse) was unable to replicate the instrument recognition issue experienced by the site. The instruments used during the surgical procedure were not available for the fse to evaluate with the system. However, during functional testing of the site's system using test instruments found that the system functioned within specification. The fse reviewed the site's system logs and found that the site experienced several occurrences of error code 31009 and also experienced system error code 282. System error code 31009 occurs when a tool was fully detected, and then one or more of the tool sensors were not detected for 3 seconds. System error code occurs when the da vinci surgical system detects that the installed instrument on a patient side manipulator (psm) is invalid. The fse concluded that the sterile adapter used during the surgical procedure was likely not seated properly, thus generating system error code 31009. System error code 282 was generated when the site installed an instrument that had no remaining uses. On (B)(4) 2013, intuitive surgical, inc. (Isi) contacted the nurse manager who reported the complaint. The nurse manager indicated that there was no injury to the patient as a result of the reported event. No other information regarding the patient was provided. Isi has contacted the surgeon who performed the surgical procedure several times to obtain additional information regarding the reported event. No additional information has been provided. A follow-up medwatch report will be submitted to the FDA if additional information is received. As of (B)(4) 2013 there have been no reported recurrences of the issue at this hospital.